Event description:
It was reported that a cartridge alarm 20 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.